Event description:
It was reported that a revision surgery was performed due to dislocation. There was no delay in surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a surgery was delayed by two hours due to dislocation of the implant.